Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 312 mg/dl. The customer states the pump is inconsistent. The customer states he had his infusion set connected but he some how disconnected got diabetic ketoacidosis. The customer got hospitalized. The customer states has been experiencing a lot of high blood glucose. The insulin pump will not be returned for analysis.